Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, side bail covers, and ring cover are broken. Lcd (liquid crystal display) lens is cracked. Side bails and ring are missing. Lcd is missing segments. Lead flex cover and battery drawer are contaminated. Battery contacts are compressed.

Event description:
It was reported the external pulse generator (epg) was broken. Follow-up attempts to obtain additional details on what was broken were unsuccessful. The epg was returned for repair. There was no patient involvement.